Manufacturer narrative:
The customer reported that the analyzer "got very hot and the batteries leaked acid". There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation of overheating could not be duplicated. The battery compartment of the returned analyzer sustained damage consistent with customer failure to follow instructions. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got very hot and the batteries leaked acid". There was no allegation of patient/user harm. There was no allegation of incorrect results.